Event description:
The customer tested her blood glucose nad received a reading of 89 mg/dl. She retested a minute later and received a reading of 210 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer adjusted her insulin based on the results, but did not allege any adverse events. The strips are to be returned for evaluation. And replacement strips will be sent.